Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The ht balance middleweight universal ii guide wire broke in half and the separated portion remains in the patient. It is unknown if any treatment was provided. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. Additionally, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. It was reported that the guide wire separated during use. Factors that may contribute to separation during use includes, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the wire was embedded into the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: health effect - clinical code 2687 removed. H6 correction: health effect - impact code 4614 removed.

Event description:
Subsequently, after the final report was filed, a medwatch form was received that states "during a percutaneous coronary intervention (pci) case, it was reported that the balance middle weight (bmw) suffered a distal wire separation in a very small distal obtuse marginal (om) branch (1.0mm diameter) vessel, and a small distal wire fragment was left behind in the small branch and was jailed by the new stent in the main om branch. An attempt was made to remove the wire that was unsuccessful. Small wire fragment was retained. No further additional intervention."

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material separation. Additionally, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. It was reported that the guide wire separated during use. Factors that may contribute to separation during use includes, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material separation. The separated portion of the wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.